Event description:
A customer reported a burning smell coming from the applied biosystems 7500fast dx (cat. No: 4407205, sn:(B)(4)). No burn marks on the instrument were observed. An error message with a flashing red light was present and data was lost during this event. No patient involvement was reported. No patient or user death or serious injury was reported. (B)(4).

Manufacturer narrative:
Implant and explant dates: device is an instrument and is not implanted/explanted. No patient involvement was reported. No patient or user death of serious injury was reported. The instrument was investigated on site. Problem resolved by replacing with the block assembly and the microcontroller board. Event investigation is currently in progress. Device intended use the applied biosystems 7500 fast dx real-time pcr instrument with sds software version 1.4 is a real-time nucleic acid amplification and detection system that measures nucleic acid signals from reverse transcribed rna and converts them to comparative quantitative readouts using fluorescent detection of dual-labeled hydrolysis probes. The 7500 fast dx real-time pcr instrument is to be used only by technologists trained in laboratory techniques, procedures, and on use of the analyzer.